Event description:
A customer reported to beckman coulter inc (bec) that diluent mixed with blood was leaking in the coulter lh750 hematology analyzer. The leak was from the tubing that was continually popping off the flow cell and was contained within the instrument. No numeric values were generated for the differential tests and the printouts displayed replacement flags instead. The operator was wearing gloves, a lab coat, and a face shield at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer (fse) replaced the sample line from diff mix chamber to the flowcell. The fse verified service activities per established procedures, and the results met published performance specifications. The flow cell contains blood, diluent, lh series pak, and lh series retic pak reagents during operation and cleaning agent at shutdown. The flag means flow cell clog was detected.

Manufacturer narrative:
(B)(4).